Event description:
Following an ablation procedure, an angio-seal device was placed by a physician who had not yet completed the angio-seal instruction program. The physician reportedly inserted the sheath several inches during deployment of the device, rather than the 1cm or less which is instructed in the instructions for use. The device was delopyed, although hemostasis was not achieved. Manual pressure was held for 40 minutes, following which the pt's distal pulses were noted to be absent. An ultrasound was performed which showed a 5 inch occlusion extending both above and below the puncture site. The pt was taken to surgery where flow was restored. The pt was later discharged home with no further reported sequalae. Requests by the MFR to obtain copies of both operative and ultrasound reports were denied by the site.